Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this kind of event. The reason for reoperation was/is deflation. Reoperation has not been scheduled at this time. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported a right side ¿capsular contracture, unknown baker grade¿, ¿inflammation in chest and abdominal area", ¿enlarged lymph nodes¿, ¿slow healing¿, ¿general chest discomfort, burning and pain around implants¿ and ¿chest pain¿. Patient additionally reported events of ¿heart palpitations,¿ ¿shortness of breath¿ and ¿cough¿, ¿hair loss,¿ ¿early menopause¿ ¿food intolerance/allergies¿ ¿difficulty swallowing, choking, reflux, metallic taste, gastrointestinal issues, ibs, intolerance to heat/cold, night sweats,¿ ¿slow muscle recovery after activity¿ ¿ringing in the ears, gallbladder issues, cramping, frequent urination,¿ dry skin, dry hair, premature aging, weight gain,¿ ¿poor sleep/insomnia, dry eyes/declining vision, blurred vision, dehydration, low libido¿ ¿mood swings and no energy¿ ¿decreased kidney function¿ ¿panic attacks, anxiety¿, ¿brain fog, memory loss,¿ , ¿vertigo¿, ¿chronic fatigue,¿ ¿headaches,¿ muscle and joint pain,", ¿frozen shoulder,¿ ¿numbness/tingling in fingers and toes, cold limbs, hands and feet feel like ice¿ ¿shaky hands, light sensitivity, sound sensitivity¿, ¿uti,¿ and ¿sinus infections¿, ¿depression¿, symptoms of fibromyalgia, ¿skin rash¿, ¿autoimmune disorder¿ and ¿hypothyroid symptoms,¿ these events are not device related. Device remains implanted.

Event description:
Device has been explanted.